Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that an axium prime coil prematurely detached and another axium coil used in the procedure was stuck in the sheath. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the left posterior communicating artery. The max diameter was 4.2mm and the neck diameter was 2.3mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that under normal operation and without repeated adjustment of the angle of the microcatheter, when the coil was del ivered to the remaining 1.5-2mm length of the aneurysm, the coil was accidentally detached. They gently pushed the microcatheter to push the coil into the aneurysm to end the operation. The coil was implanted in the intended location. The pushwire was not bent or broken. There had been no friction/difficulty during delivery, the physician did not reposition the coil, no detachment attempts had been made. And the physician did not rotate the delivery pusher during the procedure. A continuous flush had been administered. Another coil used in the procedure had been stuck in the sheath and was replaced. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the introducer sheath was kept vertical.